Event description:
It was reported that there was early battery depletion due to high lv (left ventricular) thresholds. The device was explanted and replaced, and the lv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2012; 694758 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012. (B)(4).